Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product may be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a nailing procedure, the impactor handle broke at the thread and handle junction. No adverse event was reported as a result of the malfunction.

Manufacturer narrative:
Visual examination of the returned product confirmed the reported event as the threaded tip is fractured from the shaft. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to the device design, which has since been addressed. This issue was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.